Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- litigation alleges that the patient experienced debilitation pain, discomfort, and soreness in the area of hip implant, thereby, negatively affecting ability to perform activities of daily living. Additionally, it is alleges that metal ions and particles have been released into patient's blood, tissue and bone surrounding the implant. Update: (B)(6) 2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Update rec'd (B)(6) 2014 - the complaint has been reopened because it was reported that the patient's left hip was revised on (B)(6) 2014 to address dislocation due to a poorly positioned cup. (B)(6) 2014.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search found other reported incidents against the known product/lot combination(s) since release for distribution. Per wi-3430 a review of the device history records is no longer required for these products. A DHR review or lot specific database search was not possible for the additional product associated with this report as lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metallosis and elevated metal ions. Added age, revision surgeon, hospital, law firm, updated product details in ips and updated patient harms. Corrected date of birth. Stem were added due to alleged elevated metal ions. Doi: (B)(6) 2006 - dor: (B)(6) 2012 (left hip) bilateral patient see (B)(4) for right hip.